Manufacturer narrative:
A correlation between the reported gastrointestinal(gi)bleed and the device could not be conclusively determined. The patient remains ongoing on vad support with no further reported issues. No product was available for evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the site of the bleed was gastrointestinal (gi).

Manufacturer narrative:
The patient's weight was not provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, (B)(4). The FDA approval for the heartmate 3 lvas was received on 23aug2017. The same device is used commercially and in the ongoing momentum 3 trial. (B)(4). Approximate age of device - 13 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that patient was hospitalized and transfused with 2 units of packed red blood cells due to a hemoglobin level of 6.8 g/dl. The patient had a positive immunochemical fecal occult blood test (ifobt). At the time of the event, the patient was on aspirin and warfarin. No additional information was provided.